Event description:
It was reported an alert was received as the right ventricular lead triggered a lead integrity alert (lia) due to short interval counts (sic) and non-sustained therapy episodes. It was further reported t-wave oversensing (twos) was noted on some device remote transmission episodes and that the twos triggered the lia and caused the sic counts and non-sustained ventricular tachycardia episodes. The lead remains in use and reprogramming was performed decreased sensitivity of the right ventricular channel. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).